Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision due to charging difficulties. The physician performed a revision and it was his preference to replace the ipg. The patient is reportedly doing well following the procedure.